Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was explanted. During implant attempt of the replacement lead, the patient again experienced diaphragmatic stimulation. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).